Event description:
It is reported that when the rep opened the box for a 47-4307-031-00, it was the wrong drill. The rep opened another box and again the wrong drill. The surgeon was forced to use a cemented glenoid rather than the tm glenoid as planned.

Manufacturer narrative:
Eval summary: affected lot 62071190 has been recalled and is part of correction and removal report 1822565-05/25/2012-004-r. Eval: one 47430103100 b/f glenoid drill was returned for review with packaging for a 47430703100 tm glenoid drill lot 62071190.